Event description:
Edwards received information that a 29mm bioprosthetic valve, implanted approximately five (5) years, was explanted due to unknown reasons. The explanted device was replaced with a mechanical valve. Attempts to obtain additional information are in progress. Should new information be received at a later date, a supplemental MDR will be submitted.

Event description:
Additional information received from the customer indicated this device was explanted due heavy calcification on all three leaflets, presenting as stenosis and regurgitation. Patient had been experiencing worsening shortness of breath, dyspnea on exertion and increasing lower extremity swelling. The explanted device was replaced with a mechanical valve. Patient reported to have tolerated the procedure well and was transferred to intensive care in stable but critical condition. Patient was discharged.

Manufacturer narrative:
Device evaluation: the device was returned to edwards for visual evaluation. Heavy calcification was observed on the cusp area of leaflet 1 and moderate calcification on the cusp of leaflets 2 and 3. Moderate calcification was noted on the free margin of all leaflets near the commissures. Moderate host tissue overgrowth was noted on the tissue and had encroached into the orifice at the greatest point by approximately 5mm on the outflow aspect of leaflet 3. Host tissue fused leaflets 1 and 3 approximately by 3mm at the commissure 1, leaflets 1 and 2 by 4mm at commissure 2 and leaflets 2 and 3 by 2mm at commissure 3 on outflow aspect. Host tissue was heavy around the circumference of the stent outflow and moderate around the circumference of the stent inflow. Native subvalvular apparatus was also observed on the sewing ring on the outflow aspect. The x-ray demonstrated calcification. Metal band was exposed at leaflet 2 on inflow aspect. Additional manufacturer narrative: device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Based on returned product evaluation, calcification restricted mobility in the leaflets and led to stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device was not returned to edwards for analysis.without the return of the device or additional information, edwards is unable to investigate root cause for the explant. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.